Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips/vermillion border with one syringe of juvéderm volbella® xc. The patient experienced a ¿vascular occlusion¿ in the right side of the vermillion bolder during injection. The patient was treated immediately with a massage to the lip, a hot pack, 324 ml baby aspirin, and 2 ml of hylenex. There was improvement. The next day,the patient was treated with a chewable aspirin 324 mg po, 4 ml of hylenex and a medrol dosepak was called in. The day after that, it was noted "moderate ecchymosis to areas of injection/oral mucosa." Event ongoing.